Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a rotator cuff procedure the distal tip of the needle broke when it was fired. The tip was not retrieved. The x-ray confirmed the tip was still in the patient but it was in a location where it could not be retrieved. The case was delayed by around 90 minutes during the attempt to retrieve. The procedure and the was completed with no additional issues but the fragment was not retrieved.